Event description:
The customer reported the system shuts down after fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the technique processor. System operates as intended. This MDR is related to ge healthcare complaint.